Manufacturer narrative:
Product analysis: device returned in biohazard bag within shelf carton. Device was decontaminated with a cidex opa solution and a tergazyme soak. The device returned with the balloon in post inflation state. No damage observed to the balloon bond or the tip. A kink/flattening was observed on the catheter. The device was connected to an in house in deflator. The balloon was inflated. A calibrated timer was used to time the deflation of the balloon. The balloon deflated in approximately 18 secs. The deflation test was conducted three times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a claudicant patient underwent a lower left extremity arteriogram with possible intervention using an in.pact a dmiral. During the procedure, the balloon was properly prepped and introduced via the correct sheath size, but after inflation for approximately two minutes, the balloon would not deflate when negative pressure was applied. The balloon remained inflated for another minute or two despite repeated attempts with the non medtronic inflation device, and only barely deflated. The physician then forcibly deflated the balloon by pulling it through the sheath while still inflated. No additional medical intervention was required to prevent permanent injury or impairment, and there were no reported impacts, deaths, infections, or adverse events/outcomes to the patient. No patient complications have been reported as a result of this event.